Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Other relevant device(s) are: product ID: 3708120, serial/lot #: (B)(4), ubd: 16-mar-2011, UDI#: (B)(4) ; product ID: 3708360, serial/lot #: (B)(4), ubd: 02-nov-2010, UDI#: (B)(4) ; product ID: 3708120, serial/lot #: (B)(4), ubd: 16-mar-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the system was removed as the unit was no longer effective and the patient did not use it. The leads and battery site were painful and the patient requested removal of the device. The leads were encased in scar tissue and were unable to remove. Both leads were carefully cut so that approximately 10 cm of the leads were left intact. The leads were then removed from the pocket without difficulty. The battery was removed without difficulty. No further complications were reported.